Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular (rv) lead that was occasionally over-sensing noise that lead to brief inhibition of pacing. During procedure, with the pocket open, the physician noted a crack or separation in the insulation near the right atrial (ra) lead connector. On (B)(6) 2020, the rv lead was capped and replaced while the ra lead was strengthened by applying a suture sleeve with medical adhesive to the cracked section. The patient was stable. Related manufacturer reference number: 2017865-2020-01974.